Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/02/2016 with the following findings: a review of the black box showed one unexpected power on reset. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours without any issues. The battery compartment and the cap were able to fit securely. The battery cap contact measurements were within specifications. The battery cap was tightened and then unscrewed a half turn with no reboots occurring. No power interruption occurred during the investigation. The original complaint of intermittent power was unable to be duplicated. (B)(4).